Manufacturer narrative:
(B)(4). The device history review could not be conducted since the lot number was not provided. The device has not been returned for investigation. Teleflex will continue to monitor and trend related events.

Event description:
It was reported that staples fell out of patient post op. Additional information: it was reported that the issues with the staplers occurred over a period of time for several patients, there was no patient injury, but they had to re-sedate some patients to re-staple or suture them. The reported issues involved various surgical procedures and it is believed that they were some knee procedures, gi, or mass removals. No intervention was performed at the time of the procedure. It is believed that the staples fell out anywhere from 0 to 48 hours after the procedure. Sometimes, this happened while the patient was still in the hospital and after they were discharged. It is unknown how many staples fell out or how may staplers were involved.